Manufacturer narrative:
H3: product analysis observed that the device, tyvek envelope, and an open pouch were returned in a plastic sleeve. The pouch was open from 3 of 4 sides when returned. Upon return, there were traces of contamination observed on the outer tube. It was also observed that the tip from the distal end of the inner assembly was broken off/detached. The functional testing could not be performed due to damaged condition of the device upon return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure the bur was used for the first time became stuck and the tip of the bur could not rotate. The bur was intact and did not break. The procedure was extended up to 5 minutes and completed with back up product. There was no patient impact.

Manufacturer narrative:
B5: additional information has been updated. H6: code d1102 has been updated. The previously updated code d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that bur was broken while using on the patient and there was no fragment/pieces detach from the device.